Event description:
The following has been reported: on 04 august 2023, we sent fresenius (after-sales service) a syringe pump model agilia sp mc, serial number (B)(6), commissioned on 07 june 2023, with the code error 51-0001 speaker. After a reminder on 05 september 2023, there is still no return. Device history record was reviewed and nothing was found related to the reported event. No device history log available, not applicable for this type of complaint. "Device was not received. The issue is known. Therefore the root cause of the event might be linked to another part that can only be tested with its associated device. However this issue is known and likely linked to a defective component of the device speaker. This is being evaluated with a CAPA opened in may 2023." This complaint is considered as not confirmed the trend is normal. The reported risk is owner compared to the estimated risk for this issue as per our local procedure, we initiated an action reporting as a conservative measure. No adverse effects were reported.